Manufacturer narrative:
Initial 2 of 2 name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the insertion area was not free of hair causing set to fall off and patient reported high bg and it was treated with correction bolus via pump and mdi on (B)(6) 2026.